Event description:
A report was received that the patient had severe chest pain immediately after reprogramming. It was noted that the pain persisted either stimulation was on or off and had shortness of breath. Symptoms were not device related. Patient was given oxygen was sent to the emergency room (ER).